Manufacturer narrative:
(B)(6). PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the general surgeon was performing a common bile duct exploration by passing a ncircle 1.5fr (urology) basket thru cholangiography forceps into the cystic duct. It is not known if the basket was also placed thru a catheter which is the usual technique. During the procedure, the head of the basket has dislodged and it is assumed that it remained in the patient. An x-ray was performed but the fragment could not be located. The operation was successful at clearing the common bile duct stones and there were no adverse events following the procedure. There are no plans at this stage to reoperate and attempt retrieval of the fragment as the operative risk outweighs the benefit of retrieving the fragment. The surgeon said that they did not use excessive force when manipulating the basket. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Additional information: concomitant medical products. Investigation: evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. The device was returned with the handle in opened position and the basket formation in the closed position. The male luer lock adapter (mlla) is tight. The collet knob is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. Visual examination noted the cannulated handle protrudes 2 mm from the collet knob. The support sheath is kinked at the mlla. There are several kinks in the basket sheath. Functional testing found the handle does not actuate the basket formation. The cannulated handle is kinked at the mlla. The handle was disassembled. The basket formation cannot be manually actuated. The basket was not disconnected from the device. It was reported that the basket of the device had disconnected. Investigation of the returned device found the basket was intact, but the basket would not open when the handle was functioned, leading the user to believe the basket was no longer attached to the device. A review of the device history record found there were no non-conformances that would cause or contribute to the reported failure mode. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number: 8853360. As per the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The IFU contains cautions about manipulating the device to prevent damage. The complaint device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath was damaged and kinked near the handle, preventing the basket from functioning. The condition of the returned device makes it possible that it was inadvertently damaged during handling / use. The investigation conclusion is cause traced to user. Unintended use error caused or contributed to event. The customer was contacted to verify the returned device was the actual complaint device believed to have a separated basket. The customer confirmed this is the actual device. The customer has been advised that the basket was intact and remained stuck inside the sheath. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.